Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision took place on (B)(6) 2017, asr xl - left, reason(s) for revision: pain and metallosis.

Event description:
Claim letter alleges elevated metal ions, limited mobility, pain with detrimental effects walking ability, inflammation, and crepitus affecting left hip. Added laboratory data, and medical history. Added patient details (patient identifier, sex, and dob). Doi: (B)(6) 2010 : (B)(6) 2017 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Asr revision to take place on 15 may 2017. Asr xl - left. Reason(s) for revision: pain and metalosis. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision took place on (B)(6) 2017. Asr xl - left. Reason(s) for revision: pain and metalosis. Email notification from kennedys received. There is no new information added that changes the MDR reportability. This complaint was updated on: (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.